Event description:
It was reported that the patient experienced high impedances following lead replacement. Impedances >10000 ohms were recorded for any electrode combinations that used electrode #4. The patient was programmed using an "x" and "y" configuration tripole with good results and relief of symptoms. Electrode #4 was not included with the patients programs.